Manufacturer narrative:
Initial reporter information was not provided.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
Advocate called for assistance with her brother's contour next ez meter. During the call a control test was run and the result of 227mg/dl was out of range. The reading was not automatically marked as a control by the meter, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.control solution is expected to be returned for evaluation. New meter was sent to the customer.